Manufacturer narrative:
H3: device evaluation: the device was returned for evaluation. Customer report of pannus was confirmed. Customer report of leaflet immobility and severe stenosis was unable to be confirmed. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Fibrin-like deposits were visible on the leaflet 3 at the inflow aspect. Sewing ring cloth had multiple cuts around the valve and exposed silicone of sewing ring. Multiple suture threads remained attached to the sewing ring. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from spain that this valve model 7300tfx33 implanted in mitral position was explanted from a 55-y-o patient after an implant duration of 6 days due to severe pannus overgrowth leading to leaflet immobility and severe stenosis. The patient presented with heart failure prior to the intervention. Another bioprosthetic was implanted in replacement. The patient was transferred to the ICU due to procedure complications and his comorbidities.

Event description:
Edwards received notification from spain, that this valve model 7300tfx33 implanted in mitral position was explanted from a 55-y-o patient after an implant duration of 6 days due to the presence of thrombosis, leading to leaflet immobility and severe stenosis. As reported, post-implantation of the valve the patient presented with a respiratory insufficiency that required a venovenous (vv) extracorporeal membrane oxygenation (ECMO) - which was initially ruled out due to significant coagulopathy of the patient. As reported, after few hours the valve had a correct opening but after 3 days presented a severe stenosis concomitantly with signs of disseminated intravascular coagulation (dic) and a thrombosis of the ECMO membrane. Due to this situation, a septostomy was carried out to decrease the pressure on the left atrium and the patient was re-intervened 3 days after. At the time of re-intervention, a white 2-3 mm fibrin-white thrombus layer was observed, extending from the pulmonary veins, covering the entire ring and reaching the mitral leaflets. This layer was removed and sent to the pathological anatomy department of the hospital for evaluation. The patient presented with heart failure prior to the intervention. Another bioprothesis was implanted in replacement. After 10 days post-intervention, the patient was weaned off the ECMO and was slowly recovering.

Manufacturer narrative:
The following sections were updated/corrected/added: a1, a3, b5, d4 and h6 (clinical code). Additional information received and updated in b5, the investigation is still ongoing. A supplemental will be sent.

Manufacturer narrative:
The following sections were updated/corrected/added: h6: type of investigation, investigation findings, and investigation conclusions. H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There is one nonconformance attributed to this work order, though it is not related to the complaint event. The product was returned for evaluation: x-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Fibrin-like deposits were visible on leaflet 3 at the inflow aspect. Customer report of thrombosis could not be confirmed during product evaluation. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). Valve thrombosis is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing nonconformance or defect contributed. Based on the information available, the most likely cause of the event is the required use of ECMO to treat the patient's respiratory insufficiency, which had initially been ruled out due to coagulopathy. Since no edwards defect was identified, corrective or preventative actions are not required.